Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that a patient presented remotely with post-paced t-wave over-sensing. Noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences.